Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt cable connecting the distribution node to the rear te was severed and missing. Additionally both of the rear therapy electrodes were missing. The root cause for the missing cable and tes was physical abuse.

Event description:
A us distributor returned an electrode belt during the investigation of an unrelated "nonreportable" death, when a reportable malfunction was found.